Manufacturer narrative:
Age at time of event: 18 years or older (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a shunt anastomosis in the moderately tortuous and mildly calcified median basilic vein. A 5.0 x 40 40cm mustang¿ balloon catheter was advanced for dilatation. However, during the first inflation at 14 atmospheres, the balloon ruptured due to pinhole. The device was completely removed from the patient and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported.